Manufacturer narrative:
Due to character restrictions in block e1: initial reporter-(B)(6). A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that before use cs300 intra aortic balloon pump (iabp) had an auto-fill failure. There was no patient involved.

Manufacturer narrative:
Updated fields: b4; d9; g3; g6; h2; h3; h6 type of investigation, investigation findings, investigation conclusion; h11. A getinge field service engineer (fse) evaluated the unit but could not duplicate the reported issue. All necessary checks were performed to determine that the equipment is functioning properly and suitable for use.

Event description:
N/a.